Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred per 21 crf803.19.

Event description:
It was reported by the that the nurse was unable to pre-flush the catheter, pressure occurred on the valve and the nurse was unable to withdraw.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezb1158 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse was unable to pre-flush the catheter, pressure occurred on the valve and the nurse was unable to withdraw. This event occurred prior to use on patient.